Event description:
Unsure if the valve malfunctioned. Report from surgeon that after the valve was seated one of the prosthetic leaflets of the valve was not moving. The valve was extracted. The surgeon dictated that "one of the sutures had popped and prevented closure of the leaflet". Another 25-mm valve was seated, tied and inspected. There was a small perivalvular leak but after pt was weaned from cardiopulmonary bypass and protamine administered the perivalvular leak went away completely. There was no known pt injury and the pt was discharged from the hospital in a similar functional status as upon admission. The valve will be sent back to the MFR for their inspection.